Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the silicone on the hemopro jaw boot peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The nurse coordinator stated that the scrub team had not been inserting the hemopro device into the cannula prior to the scope.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The hemopro and the cannula were returned. A visual inspection determined that the silicone boot of the cold jaw had a crack from the tip to the middle of the jaw. While we cannot conclusively determine the cause of the reported experience, this type of failure is consistent with the failure to follow the IFU recommendation: "ensure the hemopro jaws are closed prior to insertion through the vasoview harvesting cannula". Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).